Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) h3: analysis of the 97755 intellis recharger (s/n (B)(6) revealed that no anomalies were found. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was received from a patient (pt) regarding an external device. The reason for call was that the controller was malfunctioning as sometimes they couldn't turn the ins off. Pt confirmed that the square white button on the top of the controller was not stuck. Pt stated that also sometimes the controller wouldn't charge the ins fully as the controller would indicated finished when the ins was at 60%. Pt stated that a software problem message appeared on the controller the other day when they went to recharge the ins, so they took a picture of the screen; software problem screen details: 1-intellis, 2-3.6, 3-243, 4-qf_port. Pt noted that they always kept the controller charged up. The call was then disconnected, so pss called the pt back. Pt hadn't yet reset the controller, so patient services specialist (pss) walked the pt through resetting the controller. Upon completion of the controller reset, pt confirmed that the controller powered on and that the error message did not appear. Pt was able to turn the ins off and on with the controller during the call. Pt stated that everything was working. Pt stated that the minute they turn the ins off, their pain returns immediately so they can't go without the ins. Pt stated that before they got the ins, they didn't know daylight from dark. Pt stated that before their rechargeable ins, their previous non-rechargeable ins didn't last five months, so they were glad that mdt came out with a rechargeable ins. Pt stated that they would recommend mdt to anyone with pain problems as their ins works so awesome. Pt noted that they charge their ins every other night so they will recharge the ins tomorrow night. Pt stated that sometimes if they wait too late in the afternoon to recharge the ins, then the ins will go off since they used quite a bit of the ins battery (pss understood that the ins would turn off automatically as intended once the ins battery got too low). Troubleshooting resolved the reported issue. Pss reviewed the difference of the model numbers of the controller and ins/pt understood. 2 call recordings available the phone connection during the initial call with the pt was so bad that pss couldn't understand everything clearly that the pt was saying. Pt stated that they had been dealing with the sporadic controller behavior for about five or six months; pt stated that the software problem error message just appeared the other day. Pt stated that they see hcp once a month in dallas. Pt stated that they were seeing dr. Wentworth, however hcp retired. Pt mentioned that they still have to take pain meds. Pt called back and stated that she continues to have the same problem as previously reported. Pt stated that when connected the charge on her ins decreased. Pt mentioned that she felt the ins was "hot to the touch" during recharge last night. Pt stated she is not sure if the heating was from the paddle or the ins itself. Pss is sending a request to repair team for the rtm cord - pss suggested pt monitor the ins during recharge and if that heating of the ins continues she should have the ins checked.